Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown baclofen (665 mcg/day) via an implanted pump. The indication for use was intractable spasticity. It was reported the patient had a new pump implanted on (B)(6) 2019. After the patient stayed overnight, went home tues then at 10 tuesday night, patient was having issues clearing their throat with phlegm. The patient is a quadriplegic with ms and the baclofen controls spasticity. On wednesday, the patient's caregiver called 911 and the patient was intubated and brought to the hospital by emts. The patient was in the ICU for three days and then they pulled the tube out but the patient was still secreting phlegm and aspirating so yesterday the patient was intubated again. The patient's lungs have since been clearing up. When the patient went to the ER their o2 was at 46% and they almost died. It was noted the patient is usually limp but the caller wanted to know why they were so limp. A manufacture representative was going to be paged to read the patient's pump to verify the amount of baclofen the patient was getting.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported the cause of the phlegm in throat, low o2, and limp was not determined. There were no actions taken as the patient passed away. The cause of the death was unknown, but the caller noted the pump was never checked. The patient's weight was (B)(6).